Event description:
It was reporter intermittently the system failed to display an image. There are no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.